Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic colectomy, for the second firing colectomy, they connected the reload to the adapter, then confirmed that the three indicators of handle/adapter/cartridge were in illuminated green. The device was on the firing mode and the surgeon pushed the blue button, however could not fire the device. The surgeon opened the jaws and noted the cartridge was pre-fired. The nurse mentioned that he/she did not touch the cartridge ,from when he/she removed the yellow shipping wedge till he/she handed the device to the surgeon. No injury to the patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle/button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic colectomy, for the second firing colectomy, they connected the reload to the adapter, then confirmed that the three indicators of handle/adapter/cartridge were in illuminated green.the device was on the firing mode and the surgeon pushed the blue button ,however could not fire the device. The surgeon opened the jaws and noted the cartridge was pre-fired. The nurse mentioned that he/she did not touch the cartridge ,from when he/she removed the yellow shipping wedge till he/she handed the device to the surgeon. The procedure was completed with another device. No injury to the patient.